Event description:
Same case as MFR report# 2134265-2008-00268. It was reported that during an angioplasty procedure for an arterio-venous (av) fistula, withdrawal difficulties occurred. The location of the fistula is unk. A 7fr super sheath was placed and the ultra thin diamond 4mm x 12mm balloon catheter was advanced to the lesion. It was unk how many times the balloon was inflated, to what atms the balloon reached on each inflation, or how long each inflation was maintained. Upon attempting to remove the device, the balloon failed to rewrap and was unable to be withdrawn through the sheath, creating a larger diameter fistula. The physician successfully removed the balloon catheter and sheath as a unit and a 9fr sheath was placed to allow successful completion of the procedure a different device. It was noted that there were no issues with inflating or deflating the balloon and the balloon was completely deflated upon attempting removal. The pt's status is reported as "ok".